Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported left side rupture, and exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported "exposed implant," "unspecified open wound of left breast" and "chronic inflammation." Device has been explanted and discarded.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "exposed implant" and "unspecified open wound of left breast.

Event description:
Healthcare professional reported left side rupture, and exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported "exposed implant," "unspecified open wound of left breast" and "chronic inflammation." Device has been explanted and discarded.